Event description:
It was reported that the image from the camera head had blurry lines. The issue occurred during sterilization. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer allegation of "blurry lines" was not confirmed after hours of extensive testing. No additional findings were discovered as the camera head was working properly as intended. As per the instructions for use (IFU) manual: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. DHR confirmed that the device was shipped in conformance within specifications. Olympus will continue to monitor field performance for this device.